Event description:
Reporter alleged blood glucose measured hi and customer was taken to the emergency room (ER) by a relative within 10 minutes. It was stated the ER meter read 232 mg/dl, however, the treatment provided at the hospital could not be provided. Reporter stated the customer was hospitalized, and remained there for 3 days. No further actions or treatment information provided. A request was made for the return of the suspect device and replacement product was sent.